Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that patient was brought into clinic because they were alerted by carelink that the patients serial number had changed to all "0"s. All other parameters and diagnostics remain unchanged. The device remains in use. No patient complications were reported as a result of this event.